Event description:
The patient received two synvisc injections into the right knee in 2005 and a week later. On an evening in 2005 the injected knee began to swell. On 23-nar-2005 the knee "had blowed up so much" that the patient was hospitalized for 4 days. While being in hospital the knee was drained and five vials (size unknown) of fluid were removed. It was unknown if the patient received the third synvisc injection.